Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Vns therapy programming wand was returned to manufacturer due to the fact that it was not functioning properly. Product analysis was subsequently performed on the returned wand. During analysis, the wand serial cable produced communication errors and it was found that it had intermittent conductors. After the serial cable was substituted, successful functional test results verified consistent communication of the wand.